Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being in the ER due to high blood glucose over 300mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time and date, programming and settings were correct. Reviewed the alarm history and found no alarms since february. Ran a fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.